Event description:
It is reported that during a percutaneous interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous left anterior descending artery. The 2.5 x 15mm apex monorail balloon catheter was inflated to 10 atms on the first inflation attempt and ruptured. The patient remained asymptomatic during the event. No patient complications occurred. The patient status was satisfactory.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).